Event description:
Related manufacturer reference number:3006705815-2021-05639. It was reported that the patient experienced ineffective therapy due to one of the occipital leads being fractured. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both leads were explanted and replaced to address the issue. It is unknown which lead was fractured; therefore, both leads will be reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system had been explanted on an unknown date as there was no equipment implanted when the patient was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Correction: d6b - explant date should have been blank as the explant date was unknown.